Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2024, the patient was feeling very tired and eventually passed out. The patient¿s coworker called 911. No cgm value or bg meter comparison was taken at this time. Once emergency medical services (ems) arrived, the patient was treated with glucose tablets. She was then transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was tested, no specified value could be recalled. However, the patient reported the cgm reading was 100-130 points off from the bg meter reading. The patient was further treated with an unspecified intravenous (IV) and glucose gel. It was not reported how long the patient was unconscious. The patient was discharged home after approximately 6-7 hours. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. It has been reported that there was a difference in readings of 100 -130 points. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.